Event description:
Info rec'd indicates, there are no hi/low down functions working from the left siderail ucm board due to fluid ingress onto the board.

Manufacturer narrative:
The tech replaced the left and right siderail ucm boards to repair the bed.